Manufacturer narrative:
This report is being sent as follow-up no.1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition, and the components were found to have been fully mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Non-conformances (nc) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on (B)(6) 2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the CAPA will be captured in the CAPA document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.

Event description:
The user facility reported that the involved angio-seal device arteriotomy locator was introduced into the sheath when it clicked in it was not as securely as usual. When advanced over the wire the arteriotomy locator slipped out of the sheath and would not stay securely connected to the sheath as is normally expected. The doctor held the arteriotomy locator in the sheath and was able to complete the closure successfully. Patient condition was good. The procedure outcome was successful. The patient was not injured, medical or surgical intervention was not required. The event occurred intra-operative. Additional information was received on 23 jun 2023: the type of procedure being performed for the patient prior to the closure device involved was a cerebral angiography. The sheath size was 5 french. There was a pre-deployment angiogram performed. Blood loss less than 5cc per the physician. Patient was in stable condition.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.